Event description:
A customer reported a discrepant result on one sample using the advia centaur troponin ultra assay. A positive troponin ultra result was generated on a pt sample using an advia centaur system. Because this positive result did not match the pt's clinical history, it was run on a second advia centaur system and it repeated positive. The sample was then sent to alternate lab using a different MFR's troponin assay and the results were negative. No pt intervention was reported due to the discrepant result.

Manufacturer narrative:
A sample from this pt was received from the site for further investigation and in-house testing confirmed it to be negative. At this time the cause for this falsely elevated result is unk.